Event description:
It was reported that the patient came into the clinic due to the remote monitor showing a mode of vvi 65 with increased outputs and an electrical reset. The software update was removed and reloaded which tripped the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned to the manufacturer and analysis. Analysis of the device revealed normal battery depletion. Concomitant medical products: 457445 lead, implant date (B)(6) 2006. (B)(4).